Event description:
It was reported that pt underwent a revision surgery due to suspected loosening of the implant (stem, partially the durom cup) and suspected metallosis.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B) (4)., which markets the devices in (B) (4). The MFR did not yet receive explanted devices (in transit), x-rays, or other source documents for review. Quality records could not yet be evaluated as the product ref and lot numbers are unk. As soon as additional info become available and / or the device(s) are returned for evaluation and an investigation result is available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B) (4) considers this case closed. (B) (4)